Event description:
Boston scientific received information that the patient implanted with this device system has a history of atrial fibrillation. The patient was admitted to the hospital for system explant due to an infection and experienced inappropriate shock therapy at that time. A revision procedure for extract this product was successfully performed. There were no additional adverse effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.